Manufacturer narrative:
H10: the field service engineer went to the customer site and collected the relevant alarm log files from the philips intellivue information center ix (piic ix) for further evaluation by the remote field service support technician. It has been established that the patient was discharged from the mx700 and the reported issue was evaluated as user error - transfer workflow issue. The remote field service support technician advised the customer via phone that if transfer occurs that the bedside monitor goes into standby in room bed ID (B)(6) and data would now be in the piic ix for the emergency department. When the patient was discharged from bed ID (B)(6) the data goes into the data base server (dbs). The customer reports that patient was readmitted into bed (B)(6) @ 1002 hours by picix from tele station which would erase the data between 09:21-10:02 that was being collected on the monitor that had no demographics admitted which is alerted to the piic ix that is readmitting the patient. The reported customer issue was forwarded to the philips clinical application experts for further investigation. The philips clinical specialist telephoned the customer in (B)(6) 2021 to propose a modified workflow to avoid the reported events.based on the available information, the device was working as expected. This case was determined to be a user issue ¿ transfer workflow issue. No parts were ordered, and no repair was warranted. The device remains at the customer site, and there have been no subsequent calls logged for this device/issue. No further investigation or actions are warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the intellivue mx700 patient monitor went into standby on (B)(6) 2020. The death of a patient was reported. No further information regarding the patient, such as gender, age, height, and weight, had been made available at the time the reporting decision was due.